Event description:
Routine colonoscopy performed on caucasian female with devastating effects impacting pelvis, coccyx, legs, neurologic functions. Chronic 24-hour a day pain in coccyx, pelvis, legs ever since procedure -one month- even though pt taking pain medications within tolerance levels and taking gabapentin. Sedation with fentanyl 175 mcg and midazolam 9 mg -cns depressants- during colonoscopy procedure. Group health cooperative I believe has failed to report adverse outcome to FDA even though gastroenterology department; & my primary health care provider physician have known about my condition since 2007. When hospital staff were repeatedly notified. I have been in frequent contact with hospital staff about my constant pain. Adjunctive relief sought through ice, heat, acupuncture, pain meds, neurologic blocks, meditation, behavior modification to relieve chronic pain, relaxation therapy, urgent care visits, consultation with physicians, specialists, neurologic, tests, rest, light exercise, communication with gastroenterology staff, specialists outside hospital. Fentanyl, midazolam cns depressant sedatives intravenously by sedation nurse who last year used same drugs and I woke up during endoscopy procedure due to her making mistakes in administration of drugs. I am not confident that proper procedures, protocols were followed during administration of these drugs and have asked to see all sedation records with no response from health care facility. Nor have I been given access to name of sedation nurse even thou I have asked repeatedly. One or more student-s- present during procedure, without my consent. I have asked gastroenterology staff repeatedly to see sop identifying responsibilities of students and signed student consent forms outlining duties and been advised that no such forms or sops exist.